Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Part and batch information remains unknown at this time. Multiple attempts were made to gather data from the rep as well as the hospital that had information on the patient. No additional information or confirmation has been given that this is a pioneer surgical technologies manufactured part.

Event description:
"It was reported that on an unknown date, there is a 4 level acdf. The screw backed out of plate, patient will need a revision surgery. A revision surgery will need to take place."